Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited occasional undersensing. It was noted that the device was functioning as programmed. The leads remain in use. No patient complications have been reported as a result of this event.